Event description:
It was reported that the patient was experiencing continuous pain in chest around generator site. It was noted that the patient had not fallen or had any known external factors. He explained the pain as a ¿tugging and a pinch¿ which started at the beginning of the year around january. The patient under went a full revision. The patient was exchanged from a dual pin vns system to a single pin vns system. The physician is unsure of the cause of the pain and will see the patient in clinic at a later date to see if the patient's pain has subsided. The explanted suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.